Manufacturer narrative:
Correction: the initial "report subtype' g6 - should have been "30 day".

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the right ventricular (rv) lead dislodged from its position. The rv lead was repositioned again, but the helix did not extend. The rv lead was exchanged for another. The patient was stable.